Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged inaccurate delivery and that the patient had a blood glucose value so low that emergency room treatment was required. This complaint is being reported due to the allegation of inaccurate delivery and the patient having hypoglycemia.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-apr-2018 with the following findings: during investigation, the data from the date of the black box was unavailable due to continuous use. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the display screen has a pinkish contrast. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.